Manufacturer narrative:
The albumin reagent lot number is 814696. The calcium reagent lot number is 814941. The glucose reagent lot number is 796456. The expiration dates were not provided. A field service engineer (fse) adjusted the cell rinse water and flushed the needle valve, solenoid valve, and check valve. The fse performed reagent prime and made adjustments. A check valve and solenoid valve have been ordered. The investigation is ongoing.

Event description:
There was an allegation of questionable albumin, glucose, and calcium results from the cobas c 503 analytical unit. For sample ID: (B)(6), the initial albumin result was 2.6 g/dl, and the repeat result performed on a different c 503 was 4.2 g/dl. For sample ID: (B)(6), the initial glucose result was 13 mg/dl, and the repeat result was 118 mg/dl. There was an additional repeat on a different c 503 with a result of 143 mg/dl. The initial calcium result was 6.1 mg/dl, and the repeat result was 9.7 mg/dl.

Manufacturer narrative:
A field service engineer (fse) replaced the rinse mechanism tubing, tightened the check valves for basic and acid wash, and found a bent nozzle. The fse repaired broken wires, replaced a blown fuse, installed cabling, and covers. And made adjustments. He replaced the sample probe and performed all necessary adjustments and adjusted the outside rinse. He performed the following verification tasks: air purges, reagent primes, mechanism checks, and a 21-cup precision test. The investigation determined that the service action resolved the issue.